Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2020-00408. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. At the time of the transseptal puncture, there was a detachment of the pericardium which was too small to have any effect on the patient. The puncture was guided by a poor quality transesophageal ultrasound. The puncture was still performed to end up in the left atrium and we were able to start the ablation. A few minutes later, the patient became hypotensive and an ultrasound showed a pericardial effusion. The patient was stabilized with medication as the effusion was not severe. The procedure continued and after approximately twenty minutes, the patient became hemodynamically unstable again. Another ultrasound showed an increase in the effusion for which a pericardiocentesis was performed to stabilize the patient. The patient was awake from general anesthesia at the end of the procedure and was doing well. There were no performance issues with any abbott devices.